Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received, analyzed, and no anomalies were found. Concomitant products: 0148 competitor implantable tachy lead (B)(6) 2003; 4470 competitor implantable pacing lead (B)(6) 2003; 4512 competitor implantable pacing lead. (B)(4).

Event description:
It was reported that the device battery voltage measurement had a deep decline between the beginning and end of the programmer session. No manual charges were performed. The device remains in use. No patient complications have been reported as a result of this event.